Event description:
The lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the insulation was abraded from the inside out under the rv shock coil. One of the is-1 proximal cable insulations was abraded in this area. This insulation abrasion created a short between the proximal cable and the rv shock coil. This could cause the noise reported in the field.